Manufacturer narrative:
Manufacturer evaluation of the information available determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 19:56pm on (B)(6) 2022, during replacement of the reagent in bottle 5 (ethanol). The facts indicate that although a user affirmed in the instrument graphical user interface (gui) that the ethanol concentration of the reagent in bottle 5 (ethanol) was to be set to the default value of 100% at 19:56pm on (B)(6) 2022, the reagent in this bottle was replaced with ethanol at a concentration of approximately (B)(4). As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 5 (ethanol), which had an ethanol concentration of approximately (B)(4) due to the use error when replacing the reagent in this bottle, was used for the final dehydration step in five (5) tissue processing runs, which either started or completed between (B)(6) 2022. The minimum ethanol concentration required for use as the final dehydration reagent in a protocol is (B)(4). The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. The leica peloris/peloris ii user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(6) 2022, the complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "weekend biopsy run was under processed tissues were soft and mushy. Run ran to completion with no error codes. User cut a few blocks and reprocessed about (B)(4) blocks on another unit. User measured the alcohol concentration in a few bottles. And the concentration reading is not matching with the concentration displayed on the unit. User has not discarded the reagents." On (B)(6) 2022, the assigned leica east coast applications technical lead-core histology (fas) visited the customer site and documented that the affected patient tissue samples were derived from both the "gi/prostate biopsy" protocol comprising 89 cassettes, which completed in retort a at 09:06am on (B)(6) 2022 and the "derm biopsy" protocol comprising 25 cassettes, which completed in retort b at 05:50am on (B)(6) 2022; the tissue types of the affected patient tissue samples were detailed as "gi and derm"; the sizes of the affected patient tissue samples were documented as "gi 3mm/ derm 5mm" and the affected patient tissue samples were re-processed "on another peloris". The fas also measured the ethanol concentration in bottles 3-10 inclusive and documented both these results and the ethanol concentration in bottles 3-10 inclusive calculated by the instrument software based on the data input by a user(s) when replacing a reagent(s). On (B)(6) 2022, leica biosystems (B)(4) received information from the assigned leica east coast applications technical lead-core histology that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.